Manufacturer narrative:
Concomitant medical products - model: addrl1, implantable pulse generator (ipg); implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited rising/high pacing impedance with a sudden jump/spike recorded recently. Additionally the right atrial (ra) lead displayed increasing/high pacing threshold. Reprogramming was completed and both the ra and rv leads remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.